Event description:
It was reported that the informative leaflet was missing from the package of bd ultra-fine¿ pen needles. This occurred with 4 packages each in lots 2221273 and 2159728. The following information was provided by the initial reporter, translated from german: "I would also like to point out the absence of the leaflet with information, which was always enclosed in the packages."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2221273, medical device expiration date: 31-aug-2027, device manufacture date: 09-aug-2022. Medical device lot #: 2159728, medical device expiration date: 30-jun-2027, device manufacture date: 08-jun-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h10.

Event description:
It was reported that the informative leaflet was missing from the package of bd ultra-fine¿ pen needles. This occurred with 4 packages each in lots 2221273 and 2159728. The following information was provided by the initial reporter, translated from german: "I would also like to point out the absence of the leaflet with information, which was always enclosed in the packages."